Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. No bolus delivery anomaly was noted during testing. All the boluses were recorded properly in the bolus history. The unit was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis on 08/19/2014. Blood glucose reading at the time of admission was 489 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Customer was treated with insulin drip and fluids before being released. Blood glucose reading at the time of call was 395 mg/dl. Troubleshooting was performed and the insulin pump failed the high pressure test. Advised that the insulin pump will be replaced. Nothing further reported.